Manufacturer narrative:
(B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date the manufacturer became aware of the event was considered the date the device returned. The caravel microcatheter was returned with the concomitant guide wire for evaluation. The returned microcatheter had its tip separated and the separated tip stayed on the guide wire at approximately 340mm from the wire tip. The torn end of the tip was crushed into an oval. The distal end of the underlying braid was exposed from the torn tip end. Both the inner polymer jacket and the tip polymer were stretched at the torn tip end. The separated tip on the concomitant guide wire had circumferential cracks distal to the torn end. Stretching of the inner polymer jacket and the tip polymer was also observed at the torn end. These findings indicated that tensile stress had most likely contributed to separation of the tip. Measurement of the tip length suggested that the separated tip was stretched into 3mm long while its original length was 2mm. The concomitant guide wire was bent at approximately 100mm from the wire tip. The distal segment of the guide wire was three-dimensionally deformed like a hook. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that bending stress generated with catheter and wire manipulation caused the concomitant guide wire to bend along with the catheter tip. Consequently, the tip lumen became narrowed, and therefore, resistance was generated between the lumen and the guide wire. Further applied tensile stress generated with removal made the catheter tip to stretch and increased resistance with the guide wire so that the applied tensile stress would exceed the product design limit and eventually torn the catheter tip apart. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunction and adverse effects] separation.

Event description:
It was reported that deformation of the tip of an asahi caravel microcatheter was observed during a pci to treat a 90-99% occlusion in the lad #6. The microcatheter was delivered with a non-asahi guide wire into the lesion when resistance was met. The microcatheter was removed from the vessel and the physician noted that deformation of the catheter tip. No particular intervention was taken against the observed tip deformation. A new caravel microcatheter was used to resume the pci. Stent deployment was successfully completed with reestablished blood flow. There were no adverse patient effects. The patient was without problem after the pci.